Manufacturer narrative:
Corrected description was provided by the sale representative in (B) (4). Correction: insertion position changed from the femoral vein on (B) (6) 2010 was superior vena cava, not the ascending aorta. Additional information: after indwelling this device, pacing failure occurred in the middle, but customer changed the position of the catheter and it went back to pacing. Further information was also provided, sales representative has asked the doctor on (B) (4) 2010 to let him know if any symptoms were observed on the patient. He has not received any updated information from the doctor regarding patient condition, it is assume that the patient did not have any problem as of present.

Event description:
It was reported that, "patient was revised due to aseptic loosening".

Manufacturer narrative:
The sales representative in (B) (4) has been in contact with the doctor, and it was indicated that the doctor has been taking x-rays of the patient every day, but nothing has been found as per (B) (6) follow up on (B) (6) 2010.

Event description:
It was reported that the jaw piece of the instrument broke off and was retrieved. No patient complications were reported.

Manufacturer narrative:
Follow up with the hospital indicated that the patient was discharged and the patient is having regular visits at the hospital. It was stated that the customer has tried to find if there is anything remaining in the patient but there has been nothing found in the chest. When the catheter was removed, customer checked to see if there was anything remaining in the sheath, but nothing was found. As per the customer, it is possible that the missing balloon and electrode were out of the body.

Event description:
It was reported that during a ventral hernia, the device misfired; the staple would not stay in the tissue. A mesh was being used to repair the hernia. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Event description:
It was reported that the customer found that the electrode and balloon were missing from the catheter tip at the catheter removal. Another catheter was inserted and indwelled. No complication was observed at that moment. Additional information was provided: in the early morning of (B) (6), this catheter pe074f5 was inserted from the femoral vein through 5f terumo sheath. Pacing was started by the external pacemaker. The next day, (B) (6), customer has considered about the risk of infection and decided to change the insertion position from the femoral vein to the ascending aorta. Customer exchanged the catheter at the catheter lab. When the catheter was removed, it was found that the tip of the catheter was missing. Sheath was also removed but the missing part of the catheter was not found on the removed sheath. Customer did not feel resistance at the removal. Patient does not have any complications and has been monitored without any problems. The remained parts have not been confirmed yet. Confirmed w/(B) (4) that reportedly, the balloon and the electrode on the catheter tip were missing.

Manufacturer narrative:
Customer report was confirmed. The catheter was examined and found that the balloon, both windings, and both electrodes and catheter body are missing from the catheter. The catheter was broken off at the proximal electrode area.